Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-009: poor tech-not familiar IFU. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Customer reported complaint for pen needles. Customer indicated that some of the pen needles were different lengths and per information obtained from the call recording, the customer had also stated that the pen needles were bent. At the time of the call, the customer had felt well and did not report any symptoms. The package had not been open or damaged when received. Customer did not claim to be injured when using the pen needles and no medical attention was reported.